Event description:
The customer reported discrepant troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 800 access immunoassay system. An initial result of 0.192 ng/ml was obtained. The sample was reflexed (automatically retested) and generated a lower value of 0.050 ng/ml. The sample was retested a third time, on the same instrument, and generated a result of 0.064 ng/ml, which was released to the hospital. There was no report of patient injury or change in patient treatment associated with this event. The patient's sample was collected in 13x75 mm lithium heparin plasma tube with gel and centrifuged at 5,100 rpm (rotations per minute) for three minutes in a stat centrifuge, at room temperature. The sample was analyzed from the primary tube. No sample integrity issues were noted. The customer indicated quality control (qc) and system check passed within specifications. No system issues were noted at the time of the event. The instrument was in normal operation.

Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.